Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A puncture hole near the tip end of the lead was observed consistent with a backloaded guidewire escaping the lumen. This type of damage is consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen. The review of the device history review (DHR) identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this implantable lead was an attempted implant due to unknown issue. A new lead was successfully implanted. No adverse patient effects were reported. Subsequently, additional information was received indicating that the scrub technician accidentally damaged the lead by poking a hole. There is no malfunction associated with this lead.

Event description:
It was reported that this implantable lead was an attempted implant due to unknown issue. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating lead was explanted due to scrub technician accidentally damaging the lead by poking a hole in it. This complaint is no longer reportable.

Event description:
It was reported that this implantable lead was an attempted implant due to unknown issue. A new lead was successfully implanted. No adverse patient effects were reported.subsequently, additional information was received indicating that the scrub technician accidentally damaged the lead by poking a hole. There is no malfunction associated with this lead.